Manufacturer narrative:
Other applicable components are: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 865.9 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient was having the pump replaced due to normal eri longevity on (B)(6) 2016. The doctor attempted to aspirate the catheter of drug through the catheter access port of the pump, however the doctor was unable to aspirate any fluid. It was noted that a back table prime would be done. It was stated that there were no therapy issues prior to the replacement and no volume discrepancies at refills. It was asked how long the doctor should keep the patient for observation due to the inability to aspirate the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from company representative indicated a healthcare professional initially reported the event to them, and was unable to aspirate the catheter.

Event description:
Additional information received from the healthcare professional indicated that the cause of inability to aspirate the catheter during the replacement surgery was unknown. The patient was admitted on (B)(6) 2016 for surgery. Preoperative and post-operative diagnosis-cervical myelopathy with spasticity, baclofen pump at end of service. The procedure was to remove and replace the 40ml pump. Anesthesia-mac with local. Estimated blood loss-10ml. Fluid-500 ml crystalloid. No drains no complications. The catheter was found to be intact, unfortunately, they were unable to withdraw cerebrospinal fluid. The patient had a history of cervical myelopathy. The pump and catheter were placed in the early 2000s. Following pump replacement secondary to battery life in (B)(6) 2010 the patient did well and returned now with a baclofen pump with battery life of less than 9m. Patient came for a replacement, the patient was brought into the operating room awake, alert and in stable condition. After genuine sedation, the patient was able to lay on his left side in a left decubitus position. The bean bag was inflated and an axillary roll was placed. The patients abdominal region where the pump resided closer to the right flank was prepped and draped in the usual sterile fashion as was his lumbar region in case the catheter needed to be accessed. Local anesthesia was instilled in the incision over his pump and then the skin was incised with a scalpel monopolar cautery was used for hemostasis. The pump was dissected free of the pocket. One stitch holding it was carefully cut under direct vision and the pump was explanted attempts were made to remove fluid from cerebrospinal fluid port of the pump and only perhaps a drop or 2 of fluid was able to be aspirated. The pump was disconnected and the drug removed from the pump and placed in the new pump. The new pump was prepped for implant. Multiple attempts took place with the catheter to extract fluid. Eventually the connector was removed and 2cm of catheter was cut. Satisfactory removal of fluid was not possible the patient was having absolutely no difficulty with his pump, was having excellent therapy with the baclofen and there were no indications prior to the procedure of any malfunction of the pump or catheter system. In addition, the catheter was manipulated such that withdrawal from the canal was contemplated. The catheter was intact and there was no obvious breech of the catheter noted. It was elected at this point that once new pump was primed it was attached to the catheter. The pocket was copiously irrigated with antibiotic solution. Two 2-0 nurolon sutures were used to stabilize the pump within the pocket and the new pump was placed in the pocket and the sutures carefully tied down under direct vision such that any redundant catheter was behind the pump but not in harms way with regard to the sutures. With the pump in a stable position and the sutures tied, the wound was closed in layers with subcutaneous tissues being closed in a layer of 0 vicryl suture and the skin was closed with a 4-0 undyed subcuticular vicryl stitch. The wound was cleansed and dressed in the usual manner and the patient awakened and brought to the recovery room in stable condition. All needle and sponge counts were correct and the patient would be monitored after surgery. The surgeon elected to ask the patient to remain in the hospital overnight for observation so that if there were any issues with regard to failure of baclofen therapy that definitive catheter replacement can take place in an expeditious manner.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional via the company representative indicated that the patient did fine and was sent home the following morning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.